Event description:
During an in clinic follow up, episodes of noise resulting in oversensing, pacing inhibition and inappropriate mode switching were noted on the right atrial (ra) lead. Technical support was contacted and recommended diagnostic imaging. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the noise was suspected to have caused myopotential oversensing. Diagnostic imaging was performed but no anomalies were observed. Provocative testing was also performed and the noise was reproduced. Lead insulation damage was suspected. The patient was table and will continue to be monitored.